Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the pump powered on with both audible tone and vibratory alarms functioning properly. The complaint of intermittent audible alarms was not duplicated during testing. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.